Manufacturer narrative:
Additional contact: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was alarming "no disposable, clamp tubing". The settings rate was 2.2ml. The residual volume was 44.3ml and 55.7ml had infused. There was air in the line. There was no patient injury.